Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found: air/water leakages or fluid invasion/leakage from the insertion section, and distal end damaged due to a laser shot. The faulty parts were replaced and device return to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Olympus received a report based on the hygiene microbiological investigation (hmi) which stated that ¿after a microbiological routine control on this medical device, which was carried out as required by french regulation, the user detected an unexpected contamination. The user then left the medical device to the french olympus subsidiary for further investigation.¿ the customer further reported that the device was not contaminated, it just did not undergo cleaning after use following the leak detected during the sealing test. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the correct reprocessing was not conducted at the user facility due to a leakage from the perforated bending section cover. The specific root cause of the incorrect reprocessing could not be determined at this time. The following information is stated in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.